Event description:
I had a spinal fusion done on (B)(6) 2016, and had complications from the surgery. I found out later that the dr used peek cages in my fusion, after I started getting really sick. The past two years have been a nightmare for me, including having another fusion to fix the issue. I know that all of my health problems are a direct result of this material that was used in my body, and my body treated it like a foreign substance. I immediately started getting sick after the surgery, and have continued to get sick with worsening symptoms as the two years have gone on. I was not asked nor tested for any allergies prior to the surgery, and have suffered greatly from this.